Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm and a pump error. The customer's blood glucose level was 96 mg/dl. The customer reported that the insulin pump died and also had failed battery error, insert battery alert and a pump error. The customer reported that they were able to clear the alarm and rewind the insulin pump and it also passed the self test. The customer reported that they were unable to troubleshoot for power loss alarm. The insulin pump will not be returned for analysis.